Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter and translated to english. The customer stated: "the tubes are used to take glucose. The samples are received clotted. The procedures are being performed according to the techniques, but in time the sample clots."

Manufacturer narrative:
Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for clotting was not observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (clotting) because the defect was not evident in the testing of the complaint lot samples. The parameters for retain and control samples tested, demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode clotting based on photos only. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® sodium fluoride 10mg potassium oxalate 8 mg (fx) blood collection tube there was clotting/micro clots/fibrin clots. The following information was provided by the initial reporter and translated to english. The customer stated: "the tubes are used to take glucose. The samples are received clotted. The procedures are being performed according to the techniques, but in time the sample clots.".